Manufacturer narrative:
Concomitant medical product(s): 00599604214 lps art surf gh 5-6/str grn 14 lot # 53104000. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation confirmed the articular surfaces is cracked. There are also gouges and scratches and small fragments missing. DHR was reviewed and no discrepancies were found. Complaint history review determined that no further actions are required. Investigation results concluded that the provisional have a potential field age of 14 to 15 years; therefore, the root cause is attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the provisional liners fractured during knee arthroplasty surgery. No pieces fractured into the patient's wound.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional broke during knee arthroplasty surgery and no pieces were retained in the wound.